Manufacturer narrative:
Investigation outcome: it was reported that the device showed technical failures ((B)(6) tfalls_ambientfailuredetected), ((B)(6) tfalls_amvreferror) and ((B)(6) tfaagl_ambientfailuredetected. The ventilation cancelled suddenly while being connected to power with a fully charged battery. As a result, various low, medium to high priority alarms were triggered. Voltage supervision (power pac) alarms due to voltages (+2v5_refadc, +3v_ref) out of tolerance, caused by defective electronic parts on control board or pressure sensor board. The control board was replaced, and the issue was reported as resolved. This case is considered as closed.

Event description:
Hamilton medical ag received the following event description: "device goes to ambient mode/ ventilation cancelled suddenly though it is connected to power and battery is also fully charged. This problems occurs intermittently." No patient involvement. The case has not been reviewed yet by hamilton medical ag. Therefore, the failure description could not be confirmed yet.

Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4).